Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not recall the exact date and time the alleged meter issue began. The patient stated that she obtained an unknown message and the message related to ¿strip problem - test again¿. She manages her diabetes with insulin (self- adjuster) and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on an unspecified date she developed symptom of ¿dizzy, anxious and shaking¿. The patient stated that she contacted emergency medical services (ems) and was treated by a hcp with glucose tablets. The patient was unable/unwilling to say if she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that after walking the patient through a retest the issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led them to reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of hypoglycemia.